Event description:
It was reported that t:slim x2 pump battery would not charge and displayed power source alert 07, but issue occurred before contact with support and had already resolved by time of call. There was no reported impact to the customer¿s blood glucose level. Customer continued to use original wall adapter and charging cable, pump began charging again without shutdown or loss of function, and no further assistance was required from technical support.